Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a non-calcified left common femoral artery (lcfa) after an interventional procedure. Reportedly, the thumb advancer was advanced half way and met a lot of resistance. The device was removed and carving of the sheath was observed. Manual compression and a non-abbott closure device were used to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was partially deployed with the thumb advancer 1/3 inches short of the window/finish position. The safety release button was activated and fully proximal. The garage leaves were bent and twisted from striking and carving the flex-guide completely during the initial thumb advancement. The exchange sheath was also torn and ripped by the damaged garage leaves. These findings confirm the reported experience of unable to complete thumb advancement and carving of the sheath. During internal examination the catch, trigger pin and pusher block were intact evidencing the clip had not been deployed. The proximal location of the carving indicates that the damage to the flex-guide occurred during thumb advancer initial deployment. The most probable cause for this type of damage is due to the flex-guide, tubeset and tissue tract not being correctly aligned during thumb advancement. This misalignment caused the support tube to strike the flex-guide and stopping, leaving the garage leaves unsupported striking and carving into the flex-guide during thumb advancement. Subsequently preventing completion of the thumb advancer stroke and sheath slitting. The reported difficulties appear to be related to the operational context of the device and not a product quality deficiency. A review of the device history record did not reveal any non-conforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The estimated age of the patient (B)(6). The patient weight was not provided, but patient was described as (B)(6). The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.